Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with a gastrointestinal bleed and was treated with a blood transfusion. It was reported that the patient had a flexible sigmoidoscopy completed and a nodular bleeding legion was found and ligated. The patient was experiencing hematochezia and dizziness due to anemia. It was reported that the patient also had a hemorrhoid ligation completed and then continued to bleed and as a result needed to have a banding of a bleeding vessel. The patient is currently stable and no longer bleeding and will be discharged once inr (international normalized ratio) is in goal range.